Event description:
It was reported that a patient presented with backup vvi mode noted on the implantable cardioverter defibrillator noted during the implant process. Audible noise was also noted on the device. The device was replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Reported events of noise, audible and inappropriate or unexpected reset were not confirmed. The device voltage was above elective replacement indicator (eri) and telemetry communication was normal upon receipt. Analysis of the device image indicated reset error occurred at time of field event; however, the error condition is no longer present. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.